Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. Evaluation reproduced the reported symptom of "pumps infused liquids to fast". The device was found out of specification in relation to the reported problem "pumps infused liquids to fast". The pressure plates was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an issue of liquids infused too fast. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date is (B)(6) 2019. The event occurred during patient infusion of lipids (programmed amount and delivery rate unknown). The nurse observed that too much of the infusion had gone in too quickly. There was no known patient injury or medical intervention associated with this event. (B)(4).